Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low crep2 creatinine plus ver.2 result for one patient sample from a cobas 6000 c501 module. The initial result was 0.13 mg/dl and the repeat result was 1.59 mg/dl. The repeat result was believed to be correct and was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 32825201 with an expiration date of 31-dec-2018. The field service representative found the line inside the cell clean solution was floating in the bottle which may have caused the reaction cells to not be cleaned completely. Upon follow up, it was confirmed the issue was resolved by the service actions. A general reagent problem could be ruled out as calibration and quality control data were acceptable.